Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "the pt had a bha on (B)(6) 2010. Next day, he could take a wheel chair. (B)(6) he performed a walking training with helper. (B)(6) at 1 am and 3 am, when a nurse checked him, he had no problems. However, at 7:30 am, he reported a hip pain. Therefore, the surgeon performed a closed reduction. During the closed reduction, the surgeon heard a noise and found out the dissociated system one from the inner head on a x-ray. He could combine the system one and head but it was dissociated soon again. As a result, the surgeon performed a revision surgery to replace the system one and head on (B)(6)."